Manufacturer narrative:
The following field has been updated: h.4. Device manufacture date: 2020-03-20.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing was separated and leaking. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20033343. It was reported the tubing was separated into two pieces and it was leaking. Customer email 31 aug 2020: the time reported on event was 0600. The nurse reported no injury. No additional information at this time. Customer email rcvd 27 aug 2020: are you able to give a specific time for this instance that happened? Event time reported: 0600 was there patient involvement or harm for this specific instance? If so can you provide any information such as age, weight, diagnosis? Degree of injury reported: no injury. Customer: we had a product complaint with item#: 2420-0007 (lot#: (10)20033343) pictured below. The nurse reported that when she went to start the ivf for her patient and as she primed the IV tubing, she noticed there was a leak somewhere. When she traced the line, it was detached in two pieces. Unfortunately, after the photos were taken, the item was discarded.

Manufacturer narrative:
Investigation summary: photos were received by the quality team and analyzed closely. The customer's complaint of separation has been verified per photo. A device history record review for model 2420-0007, lot number 20033343 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing was separated and leaking. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20033343. It was reported the tubing was separated into two pieces and it was leaking. Customer email (B)(6) 2020: the time reported on event was 0600. The nurse reported no injury. No additional information at this time. Customer email rcvd (B)(6) 2020: are you able to give a specific time for this instance that happened? Event time reported: 0600. Was there patient involvement or harm for this specific instance? If so can you provide any information such as age, weight, diagnosis? Degree of injury reported: no injury. Customer: we had a product complaint with item# 2420-0007 (lot# (10)20033343) pictured below. The nurse reported that when she went to start the ivf for her patient and as she primed the IV tubing, she noticed there was a leak somewhere. When she traced the line, it was detached in two pieces. Unfortunately, after the photos were taken, the item was discarded.